Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system controller (sc) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u16. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the AED function of the device was inoperable and, as a result, would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode if it were necessary.